Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer was failed and the customer reported that the drawer totally came out and can't push back inside. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) removed and replaced half height (hh) enhanced cubie drawer 3 due to failed rh rail. Then migrated all pockets to replacement drawer and reconfigured station for replacement drawer. Then installed 4 replacement slide rail bumpers in adjacent drawers due to overextension issues, then tested the operation in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.